Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of fatal peritonitis and fatal colon infection in a home patient (hp). During a call with baxter customer services (bcs), the following was reported. On an unreported date, the patient experienced peritonitis and colon infection. Treatment was not reported. On (B)(6) 2012, the patient died due to peritonitis and colon infection. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding this event. The pdrn stated that the homechoice patient had initially experienced a bowel perforation. She stated that the hp had been in the hospital and she could not confirm the peritonitis, but that peritonitis was likely to have occurred due to the bowel perforation. The pdrn stated that the cause of death on the death certificate was bowel perforation. The pdrn stated that she had no additional information regarding this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Follow up information was received from global pharmacovigilance (gpv). On (B)(6) 2012 gpv spoke to the peritoneal dialysis registered nurse (pdrn). The pdrn stated that on (B)(6) 2012 the homechoice patient (hp) was admitted to the hospital for constipation. On an unknown date, the hp was diagnosed with a bowel perforation, stool leaking into the peritoneal cavity and peritonitis. On an unknown date while the hp was hospitalized, peritoneal effluent cultures and blood cultures were done. The results were unknown. On (B)(6) 2012 the hp passed away. The cause of death was sepsis. It was unknown if an autopsy was performed. The pdrn stated that the hp had a medical history of diverticulitis which caused thinning of the intestinal walls which contributed to the bowel perforation. The bowel perforation caused the peritonitis and sepsis. The pdrn stated that none of the events were related to pd therapy. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this event. The sample is not available. A batch review was conducted on potentially associated lot (h11k01037) and no issues were found related to the reported condition during the manufacture of this lot. A follow up report will be submitted if additional information becomes available.